Manufacturer narrative:
Combination product: yes. Only the stent was returned and subjected to a technical analysis. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In the as-returned state the stent was entangled with the snare used for stent retrieval. The stent is severely deformed at one end and mildly deformed at the other end. The delivery system was not returned. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the event description, the most probable root cause for the complaint event is related to the patients anatomy (i.e. Previously implanted stent).

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. The device was introduced, but the stent stopped progressing further distal in the rca. So, it was attempted to withdraw the stent. Eventually, the stent dislodged during the attempt to pass an already placed stent (implanted in (B)(6) 2022) in the proximal part of the rca. The stent was finally retrieved with a snare.

Manufacturer narrative:
Combination product: yes.